Event description:
On (B)(6) 2013, our laboratory received reagents for testing pts from abbott laboratories. These reagents were shipped in an uninsulated cardboard box with no cool packs included. The reagent packs and package inserts state that the reagents are to be kept at 2-8 degrees centigrade. When talking with abbott, the technical support and customer service is telling me that this is their normal practice. That reagents are shipped "ambient" and are to be refrigerated upon arrival. My concern is that we use these reagents to report outpatient results will these results be accurate. These reagents have not been maintained at the stated required temperatures. This shipment from abbott had 20 reagent packs involved. The other half of this order 7 reagent was shipped in a cooler with ice packs. The customer service department was not willing to correct this problem and maintains that this is acceptable practice. We receive reagents from siemens, ortho, beckman coulter, and others who all place refrigerated items in a cooler with ice packs to maintain proper temperature. Improper temperatures could lead to inaccurate pt reporting. This is the first time that we have received reagents not shipped in a cooler with ice packs. That is why I am surprised by the feedback I am receiving from abbott. That is my real concern, why would abbott be so inconsistent with their shipping practices, and why would they not follow their stated temperature requirements.